Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays and operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Event description:
Maude report (mw5037146) was received by stryker orthopaedics and reviewed for the event the reported described as failed total hip arthroplasty secondary to catastrophic taper corrosion.

Event description:
Maude report (mw5037146) was received by stryker orthopaedics and reviewed for the event the reported described as failed total hip arthroplasty secondary to catastrophic taper corrosion.